Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after insertion blood leaked from the septum with a bd intima-ii¿ closed IV catheter system. This occurred on 5 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the customers bought about 390 intima-ii product during 2018-2019, the equipment department said that did CT preparation before, after piercing, withdraw the needle core, there were blood oozes out from septum problem.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7047028. We have detected a trend for this issue occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be obtained, from previous investigations we know that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal. In response to this event we have notified our contracted shipping companies, and recommunicated bd's expectations for the implementation of environmental controls, during shipment and storage of our devices. CAPA 166486 was opened to investigate.

Event description:
It was reported that after insertion blood leaked from the septum with a bd intima-ii¿ closed IV catheter system. This occurred on 5 separate occasions, however, the patient information is unknown. The following information was provided by the initial reporter, translated from chinese to english: the customers bought about 390 intima-ii product during 2018-2019, the equipment department said that did CT preparation before, after piercing, withdraw the needle core, there were blood oozes out from septum problem.